Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited error code 46228. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Reported error code 46228 was confirmed through incoming inspection and verification testing. Probable cause was weak internal battery.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 46228. There was no patient involvement, no patient injury was reported.